Event description:
It was reported that on (B)(6) 2025, a 25 mm amplatzer amulet was implanted using a 14f amulet delivery sheath. On (B)(6) 2025, a control transthoracic echocardiogram (tte) indicated that the device had embolized into the left ventricle. Subsequently, on the same day, the device was recaptured in the cardiac surgery operating room, where the mitral valve was replaced and the left atrial appendage was closed.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported device embolization could not be determined. A surgical intervention was a result of case-specific circumstances, as the device was removed and the left atrial appendage was closed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Health effect-clinical code:

Event description:
It was reported that on (B)(6) 2025, a 25mm amplatzer amulet was implanted using a 14f amulet delivery sheath. The sizing of the device had been determined based on transoesophageal echocardiography (toe) and angiography, and toe with angiography were also used as the imaging modalities during the procedure. On (B)(6) 2025, a control transthoracic echocardiogram (tte) indicated that the device had embolized into the left ventricle. The tte (transthoracic echocardiogram) was the imaging study that identified the embolization. The physician reported that the device had completely dislodged from the implant site and believed the cause of the embolization could be an unfavorable left atrial appendage (laa) anatomy. The close criteria were reported to have been satisfied, and no rhythm change occurred during the procedure. A tension test was performed, and the left atrial pressure at the time of the procedure was above 12 mmhg. No fluid was administered during the procedure, and therefore no repeat pressure measurement was taken. At the time of implant, the device had a tire shape. No peri-lobe leak was reported during the procedure. The patient experienced interaction with the mitral valve was reported. The device ultimately traveled to a position below the mitral valve, at the level of the subvalvular apparatus, and did not cause any obstruction or blockage of blood flow. On the same day, the device was surgically recaptured in the cardiac surgery operating room, during which the retrieval was considered an emergency procedure to prevent permanent impairment or death, and the mitral valve was replaced and the left atrial appendage was closed.